Event description:
It was reported that a user starting ilet attempted a first meal announcement, the screen timed out, and a second meal announcement was then entered, resulting in two meal announcements during the learning phase. The user later reached a glucose of 212 mg/dl and felt okay but was nervous, and the device user interface was implicated with an improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.